Event description:
Customer reportedly obtained results of 383mg/dl, 185mg/dl, and 448mg/dl on the same device within 2 minutes. No action was taken based on device results. No adverse event reported and no treatment received. No strip info provided. No quality controls were used. Requested return of suspect device and replacement was sent.